Event description:
Baxter field service engineer reported an incident of overinfusion at the facility during clinical use. The pump was programmed to infuse a 100ml bag of normal saline with 20 mg potassium chloride as a secondary infusion at a rate of 100ml/hr. Reportedly, the entire bag infused in 20 minutes but the pump's display read that 75ml had yet to be infused. The pt complained of severe pain in the arm above the IV site but it is not known at this time if any medical intervention was needed or if any adverse outcome resulted. The primary infusion was reported to have infused fine.